Manufacturer narrative:
MDR 3003442380-2026-16138/ initial 1 of 2 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced infusion set issues due to the infusion set being used beyond the recommended forty eight hours resulting in the site being ripped out and high blood glucose treated with a correction injection via multiple daily injections on (B)(6) 2026.